Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the case was bloody from the powerseal and the patient was taken back to the theatre with a postoperative bleed for additional treatment to stop the bleed. It was a small but active bleed from the vessel in the omentum and the patient lost about 2 to 3 liters of blood. The intended procedure was a therapeutic sleeve gastrectomy. The device was not inspected prior to use. The surgeon generally single activates and if he double activates, he moves slightly adjacent and then reactivates.

Manufacturer narrative:
The device is not being returned for evaluation as it was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.